Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient had a flipped pump. It was unknown what factors may have led or contributed to the event. It was noted surgical intervention occurred as the hcp did a pocket revision and repacked the pump down on (B)(6) 2019. A rep was not requested to be at the revision. It was noted that the issue was resolved at time of report. The patient's status was alive-no injury. The event date was (B)(6) 2019. The patient's weight was asked, but unknown. The patient's medical history was asked and will not be made available. No further complications were reported/anticipated.